Event description:
It was reported via repair work order that the bed had intermittent power due to power cord ground prong was loose. It was also reported that the motion interrupt pan was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.